Event description:
It was reported that when the physician connected the pacing system analyzer (psa) to test the right ventricular (rv) lead, the psa screen was frozen. There was no error message. The issue was resolved by power cycling the programmer. The field representative will continue using the programmer for now. No adverse patient effects were reported.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.